Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hundred and twenty four (224) exactamix vented micro-volume inlets had unspecified foreign particles in the product container. This was discovered prior to patient use. There was no patient involvement. No additional information is available.